Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in (B)(6) regarding a patient receiving intrathecal gabalon (concentration and dose not provided) via an implanted pump. The date of implant was (B)(6) 2006 and the pump was replaced on (B)(6) 2008. The purpose for use was spinal cord injury. The dosing period for drug therapy was (B)(6) 2006 and was terminated. It was further reported the pump was explanted and the date of incidence was to be confirmed; however it was also reported the pump system was explanted in (B)(6) 2015. Detailed information was being confirmed. Additional information was requested to clarify the cause/ reason for explant and replacement, troubleshooting, patient symptoms and outcome. The event will be updated if additional information is received. Additional information was received. Conflicting information was provided regarding the pump explant date. It was stated that the pump was explanted in (B)(6) 2015, and later stated that the pump was explanted (B)(6) 2015. The drug dosing period was (B)(6) 2006 to (B)(6) 2015. It was indicated that a pump operability test, rotor test, and catheter x-ray study were performed; however the physician had no comments regarding the tests. The reason for the pump explant was neither anomaly of the device nor the occurrence of adverse event. The explant was due to reduced effect.

Event description:
Additionally on (B)(6) 2015, it was reported that there was no causal relationship related to the drug, catheter, pump, programmer or the surgical procedure. The severity was classified as not serious. Should additional information be received a supplemental report will be filed.